Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the product which was not returned by the customer. Brasseler will follow up with a supplemental report if more information becomes available.

Event description:
Customer reports the non-working end (end goes in drill) piece of metal broke off into patient's wound. Piece was retrieved. No injury was reported.